Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not washing the hands properly. The patient was hospitalized for the peritonitis event. On an unreported date, while hospitalized, the patient was treated with unspecified antibiotics (both intraperitoneally and intravenously, doses, durations and frequencies not reported) for peritonitis. The patient was discharged from the hospital twenty nine days after admission. The patient had fully recovered from the peritonitis event. The pd therapy was ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.